Event description:
Info received indicates the brake at the foot end of the stretcher is not holding.

Manufacturer narrative:
The technician found the foot end connection rod was broken. The technician replaced the connecting rod to repair the stretcher.